Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-704 serial number: (B)(6) batch/lot number: 71041894 model/catalog description: linear st lead kit 70 cm4 unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation. As a result, the leads were revised within the epidural space and repositioned. No device malfunction was identified. Postoperatively, the patient is doing well. The explanted ipg will not be returned for analysis, as it was retained by the medical facility.